Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not deliver insulin. Customer's blood glucose was 454 mg/dl at the time of incident. Customer does not feel well enough to troubleshoot. Customer was advised to change out entire set, reservoir and insulin and treat per their doctors instruction. Customer was also advised to call back if necessary. No further details given.